Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs3172 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (recs3172) have been reported from the same facility.

Event description:
The facility reported an event in which a patient being treated with tl acute power dialysis catheter coded. When an ultrasound was performed, air was discovered in both the atrium and the ventricle. All of the department was notified to pay close attention to the tubing, machine, and catheter, and they were able to rule out the dialysis machine as the problem.